Manufacturer narrative:
Final analysis was normal. No anomalies were found. Correction - (B)(4).

Event description:
Related manufacturing reference number: 2017865-2021-18965. It was reported that the implantable cardioverter defibrillator was interrogated one day post implant. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture and low r-wave amplitudes. A chest x-ray was performed and did not show lead dislodgement. The physician attempted to reposition the lead but was unable to remove the lead from the heart tissue. The physician retracted and extended the helix multiple times until acceptable parameters were achieved. The procedure was completed successfully on (B)(6) 2021. After the procedure, the lead still exhibited high capture thresholds but exhibited acceptable sensing amplitudes. No further intervention was performed. The patient was in stable condition. New information received notes the patient presented to the hospital with chest pain. It was noted that the physician was unsure what the cause of the pain was. It was noted that the right ventricular lead exhibited high capture threshold and low sensing amplitudes again. The implantable cardioverter defibrillator (ICD) and right ventricular lead were explanted. The lead was difficult to remove due to the helix's inability to retract. The patient was in stable condition. In an unknown amount of time after the procedure, the patient passed away due to a respiratory infection. There is no allegation from a healthcare professional that the ICD system or related procedure caused or contributed to the infection or death.